Event description:
During treatment of a patient with bovine collagen the needle completely disengaged from the syringe and the collagen squirted out of the syringe onto the practitioner and patient. This event is being reported secondary to potential for injury.